Event description:
Edwards received information an icf100 clamp lock was not working. An extra scrub was required to hold it in place to keep it from sliding. Ew rep reported this physician is hospitals most experienced user. Device is available for return.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Complaint is not confirmed via product evaluation. There is no evidence to suggest an edwards manufacturing defect. Per external supplier investigation, the complaint reported was about the clamp lock no working properly during the procedure. During receiving inspection of the clamp locks are checked that they were packaged to prevent damage during shipment and that the clamp locks are shipped in the open position. Damage to the clamp lock would be found during receiving inspection or when attaching the clamp lock on the shaft during production and locking it. Every intraclude is 100% tested on leakage during production the balloon, shaft, strain relief and hub of the product are visually inspected on damages like damaged shaft markers or kinks in the shaft. It is highly unlikely that the defect reported and observed in this complaint would pass this 100% visual inspection. The cause of the clamp lock not working is assumed to be related to the clinical procedure." DHR review was performed, and no relevant non-conformances were identified. The complaint was not confirmed via product evaluation. The clamp lock was able to be locked and did not slide along the shaft. An edwards defect has not been confirmed. Based on the observed damage to the device was not reported as part of the complaint, it is likely that the operational context at the time of use contributed to the reported customers experience.

Manufacturer narrative:
Device evaluation: customer report of icf100 clamp lock issue was unable to be confirmed. As received, the blue clamp-lock device was in the locked position on the shaft at approximately the 66cm proximal from tip and was able to be unlocked. Clamp-lock did not move/slide on the shaft when locked during evaluation. Balloon inflated clear and remained inflated without leakage. Balloon was able to be deflated without difficulty. All through lumens were found to be patent without any leakage or occlusion. Catheter was observed to have a kink at the shaft, distal of the y-connector. Catheter body collapsed for 6cm along the shaft at approximately 60cm proximal from tip and 2.5cm at 5 cm area. No other visual damages or abnormalities were found.